Manufacturer narrative:
Reported problem (ecgs non-functional) was isolated to the electrode belt¿s black pulse wire being broken inside the distribution node (dn). The root cause for damaged pulse wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.